Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 05/01/2020 under wo (B)(4) and shipped on 7/27/2020. Manufacturing record review: DHR 260210 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit arrived again with no complaint detail on log (B)(4) ,12/15/2020. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification. As the device was found to meet all visual and functional test specifications no root cause is applicable. Correction and/or corrective action the unit was tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "spray gets stuck - after spraying still streams, doesn't stop" repair tech stated "no defect found" reference repair order (B)(4). Ref e-complaint (B)(4). 1216677-2020-00295 wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "spray gets stuck after spraying still streams, doesn't stop". Repair tech stated "no defect found". Reference repair order (B)(4). Ref (B)(4). Wallach ultra freeze 900076 (B)(4).